Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for exhibiting premature battery depletion. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system. Minimum longevity at nominal settings with a 500 ohm lead is 62 months.